Event description:
The user had trouble calibrating the bicarbonate assay with a new lot of co2 reagent. They experienced issues with the quality control and saw some discrepancies with patient samples between two analyzers. Of the data provided, three results were discrepant. All results are in mmol per l. Sample 1 initial result was 48, repeat result was 37. Sample 2 initial result was 37, repeat result was 29. Sample 3 initial result was 38, repeat result was 29. None of the erroneous results were reported. No patients were adversely affected. The field service representative determined the cause to be contamination on this instrument. He decontaminated the water tank and incubator bath. He also found the sample probe was bent and one of the cell wash nozzles was corroded. He replaced the sample probe, cleaned the incubator bath, decontaminated the wash stations and drains, replaced some of the cell tubing, replaced the cell wash nozzle and tubing and checked the cell wash volume. He verified analyzer performance by running calibration and qc.